Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. Device uploaded properly using care link. Device had minor scratched display window, scratched case, pillowing keypad overlay, stained keypad overlay and cracked retainer. (B)(4).

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the reservoir was not damaged, damage was happened to the retainer ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose was 217 mg/dl at the time of the incident. The customer was treated with insulin pump. The customer reported that they had symptoms such as sickness, being dizzy and cold, nausea, vomiting and shaking uncontrollably. It was reported that they had damage on the reservoir and it was locking in place. The insulin pump will be returned for analysis.